Event description:
The customer contacted baxter's service center regarding an unrelated alarm, which occurred on the homechoice (hc) during use. The home patient (hp) stated that while setting up, she disconnected a bag and switched it out with another bag. The technical service representative (tsr) explained that by doing this, she compromised the supplies and would need to end therapy and start over with all new supplies. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what she did. The hp understood. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Per baxter labeling, users are instructed to not replace empty solution bags or reconnect disconnected solution bags when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.